Manufacturer narrative:
Three opened loose trocar hub and cannula assemblies were received for evaluation. The returned samples were visually inspected using 15x - 20x magnification and were found to be conforming. A device history record review for each of the lot was conducted. The product was released based on the manufacturer's acceptance criteria. The root cause for the reported leaking trocar is unknown. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
A nurse reported that the trocar valves were leaking during a vitreoretinal procedure. There was no patient harm associated with the event. A product sample has been requested for evaluation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).